Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an allergic reaction with symptoms of rash and itching. This occurred following a refill where bupivicaine was added. The hpc was considering stopping the pump and managing the loss of therapy. The pump was used to deliver morphine and bupivicaine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.